Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the sensor session restarted on the receiver and the smart device. No medical intervention was reported. Additional event or patient information is not available. Data was received for evaluation. The reported sensor session restarting on the smart device was confirmed; however, data could not confirm that the sensor session was restarting on the receiver as the device was not provided; therefore, a completed evaluation could not confirm the reported event. A root cause could not be determined.